Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement and displacement test. No battery alert noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had low battery alarm. The customer's blood glucose level was 6.1 mmol/l at the time of incident. The customer stated that they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that the this is the second occurrence of replace battery alert or replace battery now without a low battery warning. Customer states the battery cap is not loose, cracked or damaged. Advised that the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.